Event description:
It was reported that the arctic sun device alarming 61 non-recoverable system error - control processor parameter memory fault. Rebooted device but alarm alarmed returned immediately upon power on. Advised to send to biomed for evaluation and swap out to alternate device if available. Per follow up information received via task on 06feb2026, transferred to the biomed. Spoke with biomed who stated they wanted to discuss with technical support prior to making a repair decision. It was probably a control panel but wanted to know warrant information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 61 non recoverable system error control processor parameter memory fault. Rebooted device but alarm alarmed returned immediately upon power on. Advised to send to biomed for evaluation and swap out to alternate device if available. Per follow up information received via task on 06feb2026, transferred to the biomed. Spoke with biomed who stated they wanted to discuss with technical support prior to making a repair decision. It was probably a control panel but wanted to know warrant information.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed processor card. The device was evaluated upon receipt. A total of 5 alarm 61s (non recoverable system error) was found within the system event log. 3 alarms were found on (B)(6) 2026, and alarms were found on (B)(6) 2026. The processor card was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.